Event description:
It was reported to boston scientific corporation in 2008 that a ultraflex non-covered tracheobronchial stent was used on a male patient during a bronchoscopy procedure the same day (patient weight unknown). According to the complainant, during the procedure, the physician positioned the stent at the location of the bronchial stenosis, however when he attempted to deploy the sent it appeared to migrate. The physician then tried to push the application system distally, but the stent would not move. He attempted to release the stent from the suture cord loop again unsuccessfully. The physician used a flexible bronchoscope to get a direct view of the stent and he realized that the suture cord loop and the stent were connected in a "hopeless" position. The stent was retrieved using the application system to pull back the stent through an inflexible bronchoscope. The procedure was successfully completed with another device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
No consequences or impact to patient. Other (partial deployment); removal difficulties; suture line separation. A visual examination of the returned sample revealed that the stent was partially deployed by approximately 30mm. An attempt made to retract the suture thread in order to deploy the remainder of the stent failed. Closer examination indicated that the deployment suture had entangled with the black monofilament retention suture. It was possible to deploy the stent once the deployment suture thread was untangled from the black monofilament retention suture. A review of the device history record of the reported lot revealed no anomalies.